Manufacturer narrative:
Per the customer, the capsule of the wash concentrate bottle was disentangled which caused the leak. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron wash concentrate bottle was leaking. No injury was reported. The leaking reagent may cause operator exposure to chemicals or biohazards upon reoccurrence.